Event description:
It was reported that customer experienced multiple occlusion alarms, including alarm 2 followed by alarm 26 on several dates, while using trusteel infusion set with lyumjev insulin. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge and resuming insulin, received education to change cartridges every 48 hours with this insulin type, was advised to contact support when occlusion was actively occurring, and case was closed while matter was escalated to the clinical field team for further support regarding recurring infusion set issues.